Manufacturer narrative:
This follow-up report is being submitted to correct previously reported h6 health effect ¿ clinical code and h6 medical device problem code. The h6 health effect ¿ clinical code e1302 (hematuria), which was reported on the initial MDR, was determined to be not applicable to the event and has been updated to e0303 (hemolysis). The h6 medical device problem code a24 (adverse event without identified device or use problem), which was reported on the initial MDR, was determined to be not applicable to the event and has been updated to a01 (patient¿device interaction problem).

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rational: an 83-year-old female undergoing high risk percutaneous coronary intervention (hrpci) was supported with an impella cp device (pump 1 of 2; sn: (B)(6) implanted on (B)(6) 2026 at 15:50 via the right femoral artery. A second device, an impella rp flex (pump 2 of 2; sn: (B)(6), was subsequently implanted on (B)(6) 2026 at 17:30 via the right internal jugular vein for right sided circulatory support. During impella support, the clinical team observed pink/red, blood-tinged urine consistent with possible hemolysis. The available information suggests the patient experienced hemolysis during impella cp and rp flex support, confirmed by pink/red urine output. Pump position was appropriately verified by imaging, and no repositioning related resolution is documented. The patient ultimately expired after withdrawal of care. A direct causal relationship between device function and the patient¿s clinical decline cannot be conclusively established based on limited available information, but hemolysis was considered by the customer to be related to device use. Further evaluation will be performed if additional data or returned product becomes available. Hemolysis is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.